Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 5307629, expiration date: 2016-10-31, manufacture date: 2015-11-03. Medical device lot #: 6005979, expiration date: 2016-12-31, manufacture date: 2016-01-05. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had poor barrier separation. No report of injury or medical intervention. No report of blood exposure to mucous membrane.